Event description:
It was reported during a request by the physician's office on how long the patient's vns had been programmed off that it was stated by the patient's mother that the vns needed to be removed otherwise the patient said he would take a knife and remove it himself. The physician's office stated that the patient has not stated that himself to the office and that it was possible that the mother was just stating that. It was previously reported that the patient and family wanted the vns removed as it was felt that the device was not working for the patient. The patient had always complained of an increase in seizures, but follow up with the physician's office indicated that the patient has had an overall decrease in seizures and that the patient's family wanted the vns (not a curative therapy) to cure the seizures. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.